Event description:
On 16th february 2026, it was reported by an arthrex employee via email that for an ar-1255-18, suture passing wire, the nitinol loop broke. This was detected during a meniscal root repair procedure on (B)(6) 2026. The procedure was completed successfully with another suture passing wire.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.